Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of touchscreen not responding to touch commands, was confirmed. The returned system monitor was checked by technical service. The touchscreen was re-calibrated. The touchscreen operated properly after re-calibration. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in apr2008. The packaged system monitor (part number 1286a) was placed into inventory on 20may2008. The unit was shipped to the customer on 27 aug2008. Last serviced on 13apr2017 ¿ software ver 7.32 installed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate ii left ventricular assist system (lvas) instructions for use (rev h p.4-5 system monitor setup) and the heartmate power module instructions for use (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor touch keys were not working.